Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as the sample is pending to be returned for analysis. Part number 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73m2300625 the staplers were visually inspected, and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. Therefore, a new unit was used instead." No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first (B)(4) staples appeared to be misaligned. Upon functional inspection, the misalignment of the first (B)(4) staples prevented the remaining staples from firing correctly. Die casting anomalies on the forming tool and flash in the cover block were discovered. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "when the user attempted to fire a staple as a test before use, it jammed and didn't come out from the stapler. Therefore, a new unit was used instead." No patient involvement reported.